Event description:
The facility reports during a transfer from bath, the two leg straps of the sling fell at the same time. The patient fell and suffered a hip fracture. (B) (4).

Manufacturer narrative:
The fall of the patient was the result of the sling failure. The sling involved was not a bhm medical sling. The manufacturer recommends using bhm slings with bhm device.